Manufacturer narrative:
Implant date was added to the report. Upon receipt, the lead under complaint was found cut 14 cm distal to the df-1 connector pin. The proximal and distal fragments were received for analysis. A medial fragment (approximately 2 cm length) was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The returned lead fragments were visually analyzed. The analysis showed multiple abrasion marks along the lead body. In particular 35 cm proximal to the lead tip the inner insulation was found rubbed through. In this area the conductor cable leading to the ring electrode was found fractured, which is assumed to be the root cause of the reported oversensing resulting into inappropriate shocks. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first rib region. Further damages such as a deformed rv shock coil, a deformed inner coil, a fractured conductor cable leading to the rv shock coil, a damaged lead tip and cuts into the insulation (between 18 cm and 15 cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that after an unknown implantation period oversensing with an inappropriate shock were noted. The lead showed also abnormal high impedance value (greater than 3000 ohms) and was explanted.